Manufacturer narrative:
Additional data: a6 b3 b5 d4 h6. Changed data: d8 g1 h3.

Event description:
Allergan aesthetics received further details as follows. The patient was treated with coolsculpting on (B)(6) 2020 to the upper, mid, and lower abdomen and flanks using the cooladvantage coolcare, cooladvantage+ coolcurve+, cooladvantage, coolcurve+, and coolmini system applicators. Ph has been confirmed in the treated areas. Patient received abdominoplasty and liposuction of flanks on (B)(6) 2023.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment using a cooladvantage applicator to the abdomen area and was diagnosed with paradoxical adipose hyperplasia.